Manufacturer narrative:
(B)(4). Event occurred on an unknown date in (B)(6) 2013. The sample was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cloudy peritoneal effluent. The patient was not hospitalized for this event. The patient was treated with intraperitoneal cefazolin (1gm, daily) and ceftazidime (1gm, daily). At the time of this report, antibiotic treatment was ongoing and the patient status was improving. Pd therapy was ongoing. The patient had been retrained in aseptic technique. No additional information is available.